Event description:
The v60 unit was sent to the international service center for an unrelated repair and during evaluation the service technician identified that the touch screen did not operate properly. There was no patient involvement.

Manufacturer narrative:
Device evaluation: the manufacturer¿s international service technician identified that the touch screen did not operate properly. Resolution and disposition: the international service technician replaced the touch screen to resolve the issue.